Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate the reported issue. The electronic records from the device were downloaded and the reported issue was verified. The user interface pcb assembly software was reinstalled as a precaution. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted physio-control to report that their device was unable to deliver defibrillation energy during a patient event. This issue is patient related; however there was no adverse patient outcome reported.

Event description:
The customer contacted physio-control to report that their device was unable to deliver defibrillation energy during a patient event. This issue is patient related; however there was no adverse patient outcome reported.

Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank.